Event description:
A-line placed and then connected to transducer/pressure cable. Unable to get waveform on monitor. Pressure box, cable changed out and several times zeroing attempted. New pressure bag and transducer started and attached to a-line with success.